Event description:
It was reported the distal tip of this guidewire detached in the pt during a superficial femoral artery thrombectomy procedure. Difficulty was then encountered removing the guidewire through the sheath as the distal end had unraveled and formed a ball. The pt was transferred to surgery. During a scheduled bypass procedure, successful removal of the guidewire, guidewire tip and thrombus was also performed. The pt's condition is good and has since been discharged. This device has been destroyed by the user facility. Therefore, no failure analysis is available. A lot search was performed, and revealed no other complaints to date for this lot number. The co believes user technique and/or pt anatomy may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's direction for use state: "warning: attention should be paid to guidewire movement in the vessel. Before a wire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque a wire without observing corresponding movement of the tip. Always advance or withdraw a wire slowly. Never push, augur, or withdraw a guidewire which meets resistance. Resistance may be felt tactilely or noted by tip bucking during fluoroscopy."